Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a screw backed-out. Additional information is pending. No further details are known at this time.

Manufacturer narrative:
Additional information: a review of radiographic images show preoperative films show mildly scoliotic osteoporotic lumbar spine, with grade one spondylolisthesis at l3/4 and reported spinal stenosis from l2 to l5. Postoperative films show l3 to s1 fusion with interbody cage at l5 and pedicle screws at all levels with single crosslink. Subsequent films show fractureof the l2 body with protrusion of l2 screws into the l1/2 disc space. This is an expected complication of long constructs in osteoporotic patients. Revision was done extending contruct to t12 and adding an additional crosslink. This construct remains at high risk for failure above the construct.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.